Event description:
No additional information.

Manufacturer narrative:
One mz1000 china sample from lot 23015557 was returned without packaging for investigation. The returned sample was subjected to leakage testing using a 50ml bd plastipak syringe; leakage was confirmed and upon closer inspection, a crack was identified at the female luer adaptor (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 23015557 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that bd bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: the patient for allogeneic peripheral stem cell transplantation pretreatment process, the upper arm into the double-lumen PICC catheter, connected to the positive pressure connector, the connector to 8.7 at 09:00 or so replacement, after 24 hours of continuous rehydration of fluid in the process of today's morning at 9:00 am during the flushing of catheter was found to connector connected to flush the tube seepage. This incident process for the normal use of the maintenance process, excluding the operator improper reasons, but also exclude the cause of liquid corrosion. Similar situations have occurred before, previously found that the catheter connector joint wall cracked, resulting in seepage. Possible catheter quality problems.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed